Manufacturer narrative:
Serial number: (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side device removal due to "rupture".